Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a right ventricular lead revision on (B)(6) 2020 upon opening the pocket, it was found that an insulation breach was noted on both the right atrial and right ventricular leads. Medical adhesive was applied to the ra lead and the rv lead was capped. The patient¿s condition was stable.